Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 167 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer stated that the second occurrence of off no power without a low battery warning. Customer states that there was an issue with the battery. Customer troubleshoot was performed. The customer was advised to the insulin pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no off no power alert, failed battery test and low battery alert noted.